Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) right ventricular (rv) pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. When the device was in unipolar there were observations of noise. Additionally, there was a stored false signal artifact (sam) episode due to atrial driven rates. The health care professional (hcp) programmed the minute ventilation feature to passive and accelerometer only. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) right ventricular (rv) pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. When the device was in unipolar there were observations of noise. Additionally, there was a stored false signal artifact (sam) episode due to atrial driven rates. The health care professional (hcp) programmed the minute ventilation feature to passive and accelerometer only. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported